Manufacturer narrative:
Concomitant medical products: w4tr02, crt-p, implant date: (B)(6) 2020; 479878, lead, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged. The rv and ra leads were revised and remain in use. No patient complications have been reported as a result of this event.